Manufacturer narrative:
Section e1: corrected telephone number. Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not remain unlocked during an anesthesia procedure. The nature of the procedure was not disclosed by the customer, the required medication was successfully removed from the device by logging into the device every time users needed access. The delay was 1 minute approximately, for every transaction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's solenoid would not energize, preventing the latch from staying in the unlock position. The solenoid assembly was replaced to resolve, device tested and confirmed operational. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-oct-2021 to 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system drawer 2.1 remained unlocked. The field service engineer found that the latch solenoid was not energizing to keep the latch in the unlock position. He replaced the solenoid assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not remain unlocked during an anesthesia procedure. The nature of the procedure was not disclosed by the customer, the required medication was successfully removed from the device by logging into the device every time users needed access. The delay was 1 minute approximately, for every transaction. There were no adverse events or injuries reported based on this event.